Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: the national cancer center in tokyo reported to cook on 22nov2021 that an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult7.0-35-25-p-5s-cldm-wf-hc) from lot 14199678 leaked after being placed for biliary drainage. The catheter was removed and replaced successfully. The patient reportedly experienced no adverse effects as a result of this incident. A review of the complaint history, device history record, instructions for use (IFU), manufacturing instructions, quality control and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. In response to this event, cook completed a review of the product device master record (dmr) and concluded that sufficient controls are in place to detect this failure mode prior to release. The device history record (DHR) of lot 14199678 showed no related nonconformances. A database search revealed four other complaints from lot 14199678 at the time of investigation. Three of these complaints concern the same failure mode. The information provided upon review of the dmr suggests that the device was not manufactured out of specification. However, review of the DHR suggests that there are nonconforming devices in house or out in the field. Containment was performed on the complaint lot, but field action was not considered based on occurrence. The IFU packaged with the device contains the following in relation to the reported failure mode: inspect the product upon opening to ensure no damage has occurred. Based on the information provided, no returned device, and the results of the investigation, it was determined the cause of this event is likely related to a manufacturing deficiency. Other devices from this lot exhibiting the same failure have been returned from other complaints and were confirmed to be manufactured out of specification. However, since the complaint device for this complaint was not returned, a physical examination of the device could not be performed and a manufacturing cause of failure could not be definitively confirmed. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that leakage occurred from damage found between the shaft and hub of an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter. The device was placed in the patient via abdominal approach for gallbladder drainage. After device placement, contrast media was found to be leaking from damage between the catheter and hub. The leaking device was removed and replaced with another device to complete the procedure. The patient did not experience any adverse effects due to this occurrence.